Manufacturer narrative:
The reported event of device had lvp with error code 232.6040 was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of 11apr2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the lvp module error code 232.6040, could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. H3 other text : device not received.

Event description:
It was reported that the customer had one (1) 8100 with error code 232.6040. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the customer had one (1) 8100 with error code 232.6040. There was no patient involvement.